Manufacturer narrative:
(B)(4). The complaint bubble CPAP system is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of a bubble CPAP generator was moving while in use. The bubble CPAP generator is part of the bc161 bubble CPAP system kit. Staff quickly identified that the probe was moving while in use and replaced the complaint system with a new one. No patient consequence was reported.

Event description:
A hospital in germany reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of a bubble CPAP generator was moving while in use. The bubble CPAP generator is part of the bc161 bubble CPAP system kit. Staff quickly identified that the probe was moving while in use and replaced the complaint system with a new one. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc161-10 bubble CPAP system was received at fisher & paykel healthcare in new zealand for investigation and was visually inspected. The dimensions of the lid and probe of the bubble CPAP system were measured. Results: no physical damage was observed to the returned bubble CPAP generator and probe. The dimension of the probe was within the drawing specification; however, it was observed that the dimension of the lid of the complaint bubble CPAP generator was out of specification. A lot check was not performed as lot information was not provided. Conclusion: based on the investigation conducted, it is likely that the reported fault was due to the wider distance between the probe connection on the lid. The existing design of the CPAP probe is intended to be adjustable. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."